Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 3005168196-2021-00572.

Event description:
The patient was undergoing a coil embolization procedure to treat a gastrointestinal bleed (gi bleed) using packing coil lps, ruby coil lps, and a non-penumbra microcatheter. During the procedure, the physician placed a ruby coil lp in the target vessel using the microcatheter. The physician attempted to advance a packing coil lp; however, the coil would not advance past the friction lock within the introducer sheath. Therefore, it was removed. Subsequently, a new packing coil lp was then placed in the vessel. Afterwards, the physician attempted to advance another packing coil lp; however, the same issue occurred. Therefore, the packing coil lp was removed. The procedure was completed using a new packing coil lp. There was no report of an adverse effect to the patient.